Event description:
Medwatch (B)(4) received, a copy will be included with the report. Child presented to surgeon's office after a playground injury to his left forearm and the pinball on the radius was imbedded into his skin causing significant irritation. Pt was implanted on (B)(6) 2011 with a ti elastic nail. He was placed on antibiotics and surgeon felt there was enough healing callous that the child would be stable with removal of the rod. Surgeon wanted to remove the rods because of the wound. The pinball was removed and the rod without having to use a mallet. The removal took place on (B)(6) 2011. This is three of three reports for this event. Additional information from the user facility report: child presented to orthopedist office after a playground injury to his arm and the pinball on the radius was actually embedded into his skin causing a significant irritation. He was placed on antibiotics and the orthopedist felt there was enough healing callous that the child would be stable with removal of the rod. He thought the rods should come out because of the wound. The pinball was removed and using synthes locking pliers the rod was removed without having to use a mallet.

Manufacturer narrative:
Additional information from the user facility report: orthopedic hardware, product has just returned and is entering the evaluation process.